Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited two out of range shock impedance readings greater than 125 ohms. No adverse patient effects were reported. No intervention is planned and the patient will be monitored. This product remains in-service.